Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange due to a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6)2020 ¿ (B)(6)2020 per time stamp). Backup battery fault alarms were active due to a load test failure. The backup battery fault alarms were active on (B)(6)2020 between 18:20:12 ¿ 19:54:05. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The driveline was disconnected for a system controller exchange on (B)(6) 020 at 19:53:05. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if the backup battery fault alarms resolved with the most recent controller exchange, if the patient was symptomatic during the controller exchange, and if anything would be returning for evaluation; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6)2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient controller was exchanged due to a system controller backup battery fault. Log file analysis captured backup battery fault alarms on 28nov2020.